Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the polar return plate dislodged from the back of the distal tip on the vapr tripolar 90 suction electrode device upon entry into the arthroscopic portal. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during a rotator cuff repair the polar return plate dislodged from back of vapr tripolar90 suction electrode distal tip upon entry into arthroscopic portal. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. According with the visual inspection of the photos, it could be observed that the back tip came off. A DHR review has been performed for the complaint device lot number u2101105; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The device was manufactured in in february 2021. Hands on analysis should provide the evidence necessary to discern a specific root cause. Since the device is not available to evaluate, there is no assignable cause for the reported issue. The manufacturer need to check for evidence of glue on both the ceramic & return cap, the observations made from the photos could indicate a missed operation (glue shot) however without being able to inspect the ceramic & return cap for the presence of glue we cannot determine that an insufficient/no glue shot was used and based on the evidence available we are unable to attribute another cause of the defect. This product is 100% inspected for adhesive to be applied to the return cap as per the control plan document as part of its product test regime therefore all reasonable containment is already in place. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a DHR review has been performed for the complaint device lot number u2101105; no issues (ncrs or deviations) with the manufacturing process have been indicated.